Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during sterilization, a small piece was noted missing from the plastic insulation at the very tip of the unit.